Event description:
Patient's attorney reports " multiple issues with device including that it stopped working after eight months, it was repaired in 2004, it stopped working two weeks later, and was explanted in 2006."